Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit does not boot. There was no patient involvement.

Manufacturer narrative:
Customer is not interested and requested to close the order. No further information is available. If any pertinent information is available, a supplemental report will be submitted.